Manufacturer narrative:
H10: through follow-up communication, livanova learned the involved device serial number. Model and serial number have been added to the dedicated d.4 section. The reported error code indicates a missing impulse transmission from hall sensors at the stator of the erc tubing clamp, due to: defective photoelectric barrier; defective hall sensors at the stator of the erc, defective motor. Based on information available, it cannot be ruled out that the reported issue was an intermittent mechanical failure of the erc motor.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm malfunctioned, giving a failure error message on the s5 system control panel. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in new york, ny. A livanova field service representative was dispatched to the facility. The defective clamp has been replaced. All functional tests performed passed and the device has been release to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.